Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the covid booster and influenza vaccine preparations. The following information was provided by the initial reporter: ¿multiple bd safetyglide needles found to be clogged - unable to pass either fluid or air. Needles were identified during both covid booster preparation as well as during influenza prefilled syringe preparation by covid clinic pharmacy and nursing staff. Needles identified as bd safetyglide injection needle...all safetyglide needles matching this lot found in vaccine preparation area quarantined."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 16-dec-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, one thousand three hundred and forty-nine samples in sealed packaging blisters were provided to our quality team for investigation. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One hundred twenty-four samples expelled the solution with a normal flow. One sample did not expel the solution; this needles is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003406. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the covid booster and influenza vaccine preparations. The following information was provided by the initial reporter: ¿multiple bd safetyglide needles found to be clogged - unable to pass either fluid or air. Needles were identified during both covid booster preparation as well as during influenza prefilled syringe preparation by covid clinic pharmacy and nursing staff. Needles identified as bd safetyglide injection needle... All safetyglide needles matching this lot found in vaccine preparation area quarantined."

Manufacturer narrative:
FDA notified? The initial reporter also notified the FDA via medwatch # mw5112485. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.